Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system began exhibited intermittent noise with oversensing approximately a week after device changeout. No inappropriate shocks were noted. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. Lead under-insertion was suspected, and ts recommended further evaluation to confirm adequate lead/header connections. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system began exhibited intermittent noise with oversensing approximately a week after device changeout. No inappropriate shocks were noted. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. Lead under-insertion was suspected, and ts recommended further evaluation to confirm adequate lead/header connections. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that this rv lead and implantable cardioverter defibrillator (ICD) were explanted and replaced. No additional adverse patient effects were reported. Lead return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, it was believed the lead was discarded. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system began exhibited intermittent noise with oversensing approximately a week after device changeout. No inappropriate shocks were noted. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. Lead under-insertion was suspected, and ts recommended further evaluation to confirm adequate lead/header connections. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that this rv lead and implantable cardioverter defibrillator (ICD) were explanted and replaced. No additional adverse patient effects were reported. Lead return was requested. Additional information received reported that this rv lead was likely discarded and would not be returned for analysis.